Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 405 mg/dl. The customer had issues using the insertion device to insert the infusion set. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.